Manufacturer narrative:
The device, used treatment was not returned for evaluation, reporting event could not be confirmed. A visual inspection of the attached photo confirms that the impactor body has fractured. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the impactor broke down during surgery. The device broke outside the patient and no pieces fell inside the surgical incision. No delay reported. No patient injuries reported. An s and n backup was available.